Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
Additional information which was received on sep 03, 2020. D11- medical product: cable cerclage cable with crimp 1.8 mm dia. 635 mm length; item# 00223200418; lot# 64195663. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length; item# 00223200418; lot# 64195663. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length; item# 00223200418; lot# 64130654. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that the product was implanted on (B)(6) 2019 and revised on (B)(6) 2019 due to implant fracture that happened on (B)(6) 2019 without any external force. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: the received x-rays were reviewed by an independent healthcare professional. All x-rays were taken on (B)(6) 2019. Therefore, any changes to the bone and / or changes to the implant position over time in vivo cannot be evaluated. Right hip with femur ap-/ lauenstein-view: the x-ray indicates no evidence of bone healing at the level of the diaphysis along the plate. In the lauenstein-view just above the third cerclage, a line-shaped radiolucency can be seen at the lateral edge of the plate. The tree cerclage wires show no evidence of any damages. Right femur with knee joint ap and lateral view: the x-ray indicates no evidence of bone healing at the level of the first proximal cerclage wire. Visible supracondylar osteotomy. No visible callus formation in the area of the entire femur as an indication of an incipient periosteal osseous healing tendency. Surgical report: the surgical report of the implantation as well as the revision were received and summarized below. Surgical report dated (B)(6) 2019: preoperative diagnosis: periprosthetic hip fracture - vancouver-classification c. Surgery procedure: below the condyles, the multi-fragmentary zone begins proximally to almost below the tip of the cemented prosthesis. There are numerous smaller, but also longitudinal fragments. Decision for a reposition with the ncb pp plate, as a repositioning with the application of clamps cannot be held due to the numerous bone fragments. After adjusting the length and rotation by attaching the plate with longitudinal tension and inserting of a screw through the plate below the tip of the prosthesis in the safe bone area, the defect situation with the existing bone shells is almost anatomically reduced. After removing smaller fragments, a defect zone appears in the proximal part laterally. The bony defect zone is filled with half a heterologous human, demineralized femoral head bone. Six screws can be placed in the safe area proximally and ventrally to the present stem prosthesis. Three cerclage wires are attached and fixed around the plate and the bone near to the periosteum. Image intensifier documentation in both views, a nearly biologic osteosynthesis is visible. Surgical report dated (B)(6) 2019: preoperative diagnosis: current plate fracture nonunion of the right femoral stem. In the course resulting nonunion and long bone necrosis in the area of the femoral stem over a distance of at least 15 cm. Gonarthrosis on the right. Surgery procedure: radiological a significant nonunion and especially a diaphyseal bone necrosis over a long distance of at least 15 cm until to the femoral condyle of the right femur is visible. After implantation of the tibial part of the constrained knee prosthesis (company zimmer) a transverse osteotomy 8 cm above the joint line was performed and t-shaped resection in the middle of the femoral condyle. From lateral a total longitudinal osteotomy just until below the greater trochanter. After splitting the bone with the chisel, removing of the complete nonunion and discharged for histopathological examination. The distal diaphysis is macroscopically necrotic. Therefore, it was also completely removed so that the distal half of the stem and femoral condyle are removed. After removal and dislocation of the stem and head, complete removal of the palacos-cement and the cement restrictor. After removing the shell, bacteriological swab is taken in this area and also before from the stem. Due to the cranio-dorsal bone defect decision for a replacement with a mueller-pfannendachschale, inserting of a 54 allofit-cup. Complete femoral reconstruction. Image intensifier control. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Complaint history search: a complaint history search for the reference (B)(4) and lot 2946540 was done. No other complaints found with the same reference and lot combination. Conclusion: it was reported that the product was implanted on (B)(6) 2019 and revised on (B)(6) 2019 due to implant fracture without any external force. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the ncb pp plate have met the specifications valid at the time of production. The raw material certificate of the plate was reviewed with no anomalies noted. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The complaint history search identified no additional complaints for the same reference and lot number combination. One of the x-rays shows line-shaped radiolucency at the lateral edge of the plate which points to a possible fracture of the plate. No product was returned to zimmer biomet, hence visual and dimensional evaluation could not be performed. Therefore, a fracture surface analysis of the broken plate could not be done. The received x-ray documentation of the right femur, taken approx. 3 months post implantation, indicates no evidence of bone healing. Therefore, from a medical point of view, delayed fracture healing could be assumed. This is supported by the revision report seven months later describing clearly the bony situation as pseudarthrotic and necrotic. The available medical documents do not provide any indications of patient specific factors that could contribute to the non-union. Based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined. However, current data indicate that the not properly healed bone fracture (non-union) caused or contributed to the fracture. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.